Event description:
This is report 1 of 1 for file (B)(4).

Event description:
It was reported that after a procedure was completed and the holding forceps were washed, it was confirmed that the handle of the holding forceps broke off. The holding forceps is cracked at the screw interface of the handle. No harm to patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The product evaluation visual inspection revealed one handle of the forceps was broken at the thread of the spring screw. The fracture face is not homogenous, which indicates that the casting process of this device was not carried out properly. An internal corrective action has been opened to address the root cause of this issue. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A product development evaluation was performed. As received, the handle of the holding forceps is broken where the screw interfaces with the handle. The forceps are moderately rusted. There is rust inside the threads of the screw and the threaded hole in the handle. The color of the steel at the fracture line is very dark on one side of the threaded hole and consistent with the rest of the forceps on the other. The steel at the fracture line is also coarse and porous. It is unlikely the device design caused the device failure in this case. All of the measurable dimensions fell within the allowable tolerances. The discolored steel at the fracture line and rust on the threads of the screw indicate that the handle of the forceps may have been previously cracked. This case is indeterminate from a design standpoint. No expiration date. Original awareness date is (B)(4) 2012. Product development evaluation was performed on (B)(4) 2012. Placeholder.